Event description:
It was reported that the customer's device would no longer recognize when the defibrillation electrodes are connected to a patient load. This reported issue was found during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction information: (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Follow up information: physio-control further evaluated the device and determined that the cause of the reported failure was due to plug connector p503 which was not seated to its corresponding connector, designator j503 on the analog pcb assembly. After the connection was reseated, proper device operation was observed through functional and performance testing. The customer received a replacement device.